Manufacturer narrative:
Was initially received via regulatory authority (food and drug administration, reference number: mw5033001) on 18-nov-2013. The most recent information was received on 18-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pain, pain and implanted with 3 coils"), genital haemorrhage ("heavy bleeding and or spotting all the time/ bleeding"), autoimmune disorder ("autoimmune symptoms") and suicide attempt ("attempt suicide") in a 29-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "during implantation one coil failed to release" on (B)(6) 2013, device use issue "two inserts in her left fallopian tube - doctor thought the first insert did not deploy" on (B)(6) 2013, device deployment issue "during implantation one coil failed to release" on (B)(6) 2013, device malfunction "during implantation one coil failed to release" on (B)(6) 2013 and intentional device use issue "implanted with 3 coils". The patient's past medical history included multi gravida, live birth in 2002, live birth in 2004, live birth in 2005, live birth on (B)(6) 2013, miscarriage of pregnancy and cholecystectomy in 2012. She never received treatment for migraines. Previously administered products included for an unreported indication: keflex. Concurrent conditions included allergic reaction to antibiotics and penicillin allergy. Concomitant products included pregabalin (lyrica) from 2014 to 2016 for fibromyalgia. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced swelling ("swelling") and abdominal distension ("bloating"). On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the second episode of pelvic pain ("severe and persistent pain abdomen (constant cramps that made me feel like I was in labor)"). In (B)(6) 2013, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent pain abdomen (constant cramps that made me feel like I was in labor) / severe and persistent pain in my abdomen"), back pain ("severe and persistent pain lower back (constant dull pain)") and migraine ("migraines"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd (post traumatic stress disorder)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), allergy to metals ("nickel allergy(that's an external reaction only)") and amnesia ("memory loss"). The patient was treated with surgery (davinci robotic-assisted hysterectomy removing uterus tubes right ovary and cervix, essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, abdominal pain, the last episode of pelvic pain and back pain had not resolved, the autoimmune disorder was resolving, the suicide attempt, swelling, abdominal distension, migraine, post-traumatic stress disorder, allergy to metals and amnesia outcome was unknown and the depression and anxiety had resolved. The reporter provided no causality assessment for genital haemorrhage and the second episode of pelvic pain with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anxiety, autoimmune disorder, back pain, depression, migraine, post-traumatic stress disorder, suicide attempt, swelling and the first episode of pelvic pain to be related to essure. The reporter commented: she had pain medication for severe and persistent pain abdomen (constant cramps that made me feel like I was in labor), severe and persistent pain lower back (constant dull pain). Her current weight was 200 lbs. She (B)(6) 2014, she had medication and counseling for depression, anxiety, ptsd. Depo shot started the day I got essure as a form of backup birth control. After essure removal she did not had any other psychiatric issues. I was diagnosed with fibromyalgia by dr. Approximately one month after the essure removal surgery; it was believed to be triggered by the stress of my health before I underwent hysterectomy surgery. Patient was advised to use nsaids for pain relief. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful occlusion of both fallopian tubes. On gross examination the specimen was received in formalin in single container labeled with the patient¿s identification and "uterus¿ with cervix, right fallopian tube plus ovary, left fallopian tube" and consist of uterus measuring 11.0 from superior to inferior x 7.5 cm from right lateral to left lateral x 5.0 cm from anterior to posterior, right ovary (3.5 x 3.0 x 26 cm),right fallopian tube (6.5 x 0.6 x 0.5 cm), and left fallopian tube (6.5 x 0.6 x 0 .5 cm). The uterine scrosal surface was pink-tan and without gross lesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('one coil has went through the ovary already'), pelvic pain ('pain, pain and implanted with 3 coils/severe and persistent pain abdomen (constant cramps that made me feel like I was in labor)') and suicide attempt ('attempt suicide') in a 29-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "during implantation one coil failed to release" on (B)(6) 2013, device deployment issue "during implantation one coil failed to release" on (B)(6) -2013, device malfunction "during implantation one coil failed to release" on (B)(6) 2013 and device use issue "two inserts in her left fallopian tube - doctor thought the first insert did not depoly" on (B)(6) 2013. The patient's medical history included live birth on (B)(6) 2013, cholecystectomy in 2012, live birth in 2005, live birth in 2004, live birth in 2002, multi gravida and miscarriage of pregnancy. She never received treatment for migraines. Previously administered products included for an unreported indication: keflex. Concurrent conditions included allergic reaction to antibiotics and penicillin allergy. Concomitant products included pregabalin (lyrica) from 2014 to 2016 for fibromyalgia. In 2013, the patient experienced swelling ("swelling") and abdominal distension ("bloating"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding and or spotting all the time/ bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent pain abdomen (constant cramps that made me feel like I was in labor) / severe and persistent pain in my abdomen"), back pain ("severe and persistent pain lower back (constant dull pain)") and migraine ("migraines"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd (post traumatic stress disorder)"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), autoimmune disorder ("autoimmune symptoms"), allergy to metals ("nickel allergy(that's an external reaction only)"), amnesia ("memory loss"), intentional device use issue ("implanted with 3 coils"), vaginal discharge ("fluid like discharge that is dark colored and smells bad/it's worse after sex"), vulvovaginal burning sensation ("burning"), vulvovaginal pruritus ("itch") and alopecia ("hair loss"). The patient was treated with surgery (davinci robotic-assisted hysterectomy removing uterus tubes right ovary and cervix, essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the ovarian perforation, suicide attempt, migraine, post-traumatic stress disorder, allergy to metals, amnesia and intentional device use issue outcome was unknown, the pelvic pain, abdominal pain, back pain, swelling, abdominal distension, depression, anxiety, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus and alopecia had resolved, the genital haemorrhage had not resolved and the autoimmune disorder was resolving. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, back pain, depression, intentional device use issue, migraine, ovarian perforation, pelvic pain, post-traumatic stress disorder, suicide attempt, swelling, vaginal discharge, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: she had pain medication for severe and persistent pain abdomen(constant cramps that made me feel like I was in labor), severe and persistent pain lower back (constant dull pain). Her current weight was 200 lbs. She (B)(6) 2014, she had medication and counseling for depression, anxiety, ptsd. Depo shot started the day I got essure as a form of backup birth control. After essure removal she did not had any other psychiatric issues. I was diagnosed with fibromyalgia by dr. Approximately one month after the essure removal surgery; it was believed to be triggered by the stress of my health before I underwent hysterectomy surgery. Patient was advised to use nsaids for pain relief,.there is discrepancy of date of removal as previously noted that and now new date of removal is (B)(6) -2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: successful occlusion of both fallopian tubes.. Diagnostic results: on gross examination the specimen was received in formalin in single container labeled with the patient¿s identification and "uterus¿ with cervix, right fallopian tube plus ovary, left fallopian tube" and consist of uterus measuring 11.0 from superior to inferior x 7.5 cm from right lateral to left lateral x 5.0 cm from anterior to posterior, right ovary (3.5 x 3.0 x 26 cm),right fallopian tube (6.5 x 0.6 x 0.5 cm), and left fallopian tube (6.5 x 0.6 x 0 .5 cm). The uterine scrosal surface was pink-tan and without gross lesions. Concerning the injuries reported in this case the following events are reported via social media- vulvovaginal pruritus , vulvovaginal burning sensation, vaginal discharge, ovarian perforation, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Event "alopecia " added. On 28-jan-2020: pif received. There is discrepancy of date of removal as previously noted that (B)(6) 2014 and now new date of removal is (B)(6) 2014. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('one coil has went through the ovary already'), pelvic pain ('pain, pain and implanted with 3 coils/severe and persistent pain abdomen (constant cramps that made me feel like I was in labor)') and suicide attempt ('attempt suicide') in a 29-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two inserts in her left fallopian tube - doctor thought the first insert did not depoly" on (B)(6) 2013, device deployment issue "during implantation one coil failed to release" on (B)(6) 2013, device malfunction "during implantation one coil failed to release" on (B)(6)2013 and device use error "during implantation one coil failed to release" on (B)(6) 2013. The patient's medical history included live birth on (B)(6) 2013, cholecystectomy in 2012, live birth in 2005, live birth in 2004, live birth in 2002, multi gravida, miscarriage of pregnancy, multigravida and parity 4. She never received treatment for migraines. Previously administered products included for an unreported indication: keflex. Concurrent conditions included allergic reaction to antibiotics and penicillin allergy. Concomitant products included pregabalin (lyrica) from 2014 to 2016 for fibromyalgia. In 2013, the patient experienced swelling ("swelling") and abdominal distension ("bloating"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding and or spotting all the time/ bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent pain abdomen (constant cramps that made me feel like I was in labor) / severe and persistent pain in my abdomen"), back pain ("severe and persistent pain lower back (constant dull pain)") and migraine ("migraines"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd (post traumatic stress disorder)"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), autoimmune disorder ("autoimmune symptoms"), allergy to metals ("nickel allergy(that's an external reaction only)"), amnesia ("memory loss"), intentional device use issue ("implanted with 3 coils"), vaginal discharge ("fluid like discharge that is dark colored and smells bad/it's worse after sex"), vulvovaginal burning sensation ("burning"), vulvovaginal pruritus ("itch") and alopecia ("hair loss"). The patient was treated with surgery (davinci robotic-assisted hysterectomy removing uterus tubes right ovary and cervix, essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the ovarian perforation, suicide attempt, migraine, post-traumatic stress disorder, allergy to metals, amnesia and intentional device use issue outcome was unknown, the pelvic pain, abdominal pain, back pain, swelling, abdominal distension, depression, anxiety, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus and alopecia had resolved, the genital haemorrhage had not resolved and the autoimmune disorder was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, back pain, depression, genital haemorrhage, intentional device use issue, migraine, ovarian perforation, pelvic pain, post-traumatic stress disorder, suicide attempt, swelling, vaginal discharge, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: she had pain medication for severe and persistent pain abdomen(constant cramps that made me feel like I was in labor), severe and persistent pain lower back (constant dull pain). Her current weight was 200 lbs. She (B)(6) 2014, she had medication and counseling for depression, anxiety, ptsd. Depo shot started the day I got essure as a form of backup birth control. After essure removal she did not had any other psychiatric issues. I was diagnosed with fibromyalgia by dr. Approximately one month after the essure removal surgery; it was believed to be triggered by the stress of my health before I underwent hysterectomy surgery. Patient was advised to use nsaids for pain relief,.there is descripency of date of removal as previously noted that and now new date f removal is (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: successful occlusion of both fallopian tubes.. Diagnostic results: on gross examination the specimen was received in formalin in single container labeled with the patient¿s identification and "uterus¿ with cervix, right fallopian tube plus ovary, left fallopian tube" and consist of uterus measuring 11.0 from superior to inferior x 7.5 cm from right lateral to left lateral x 5.0 cm from anterior to posterior, right ovary (3.5 x 3.0 x 26 cm),right fallopian tube (6.5 x 0.6 x 0.5 cm), and left fallopian tube (6.5 x 0.6 x 0 .5 cm). The uterine scrosal surface was pink-tan and without gross lesions. Concerning the injuries reported in this case the following events are reported via social media- vulvovaginal pruritus , vulvovaginal burning sensation, vaginal discharge, ovarian perforation, alopecia. Lot number:b09711 manufacturing date:2013/03 expiration date:2016/03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc on 27-jul-2020: mr received. Reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033001) on 18-nov-2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('one coil has went through the ovary already'), pelvic pain ('pain, pain and implanted with 3 coils/severe and persistent pain abdomen (constant cramps that made me feel like I was in labor)') and suicide attempt ('attempt suicide') in a 29-year-old female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "during implantation one coil failed to release" on (B)(6) 2013, device deployment issue "during implantation one coil failed to release" on (B)(6) 2013, device malfunction "during implantation one coil failed to release" on (B)(6) 2013 and device use issue "two inserts in her left fallopian tube - doctor thought the first insert did not deploy" on (B)(6) 2013. The patient's medical history included live birth on (B)(6) 2013, cholecystectomy in 2012, live birth in 2005, live birth in 2004, live birth in 2002, multi gravida and miscarriage of pregnancy. She never received treatment for migraines. Previously administered products included for an unreported indication: keflex. Concurrent conditions included allergic reaction to antibiotics and penicillin allergy. Concomitant products included pregabalin (lyrica) from 2014 to 2016 for fibromyalgia. In 2013, the patient experienced swelling ("swelling") and abdominal distension ("bloating"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding and or spotting all the time/ bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent pain abdomen (constant cramps that made me feel like I was in labor) / severe and persistent pain in my abdomen"), back pain ("severe and persistent pain lower back (constant dull pain)") and migraine ("migraines"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd (post traumatic stress disorder)"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), autoimmune disorder ("autoimmune symptoms"), allergy to metals ("nickel allergy(that's an external reaction only)"), amnesia ("memory loss"), intentional device use issue ("implanted with 3 coils"), vaginal discharge ("fluid like discharge that is dark colored and smells bad/it's worse after sex"), vulvovaginal burning sensation ("burning"), vulvovaginal pruritus ("itch") and alopecia ("hair loss"). The patient was treated with surgery (davinci robotic-assisted hysterectomy removing uterus tubes right ovary and cervix, essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the ovarian perforation, suicide attempt, migraine, post-traumatic stress disorder, allergy to metals, amnesia and intentional device use issue outcome was unknown, the pelvic pain, abdominal pain, back pain, swelling, abdominal distension, depression, anxiety, vaginal discharge, vulvovaginal burning sensation, vulvovaginal pruritus and alopecia had resolved, the genital haemorrhage had not resolved and the autoimmune disorder was resolving. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, anxiety, autoimmune disorder, back pain, depression, intentional device use issue, migraine, ovarian perforation, pelvic pain, post-traumatic stress disorder, suicide attempt, swelling, vaginal discharge, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: she had pain medication for severe and persistent pain abdomen(constant cramps that made me feel like I was in labor), severe and persistent pain lower back (constant dull pain). Her current weight was 200 lbs. She (B)(6) 2014, she had medication and counseling for depression, anxiety, ptsd. Depo shot started the day I got essure as a form of backup birth control. After essure removal she did not had any other psychiatric issues. I was diagnosed with fibromyalgia by dr. Approximately one month after the essure removal surgery; it was believed to be triggered by the stress of my health before I underwent hysterectomy surgery. Patient was advised to use nsaids for pain relief, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: successful occlusion of both fallopian tubes.. Diagnostic results: on gross examination the specimen was received in formalin in single container labeled with the patient¿s identification and "uterus¿ with cervix, right fallopian tube plus ovary, left fallopian tube" and consist of uterus measuring 11.0 from superior to inferior x 7.5 cm from right lateral to left lateral x 5.0 cm from anterior to posterior, right ovary (3.5 x 3.0 x 26 cm),right fallopian tube (6.5 x 0.6 x 0.5 cm), and left fallopian tube (6.5 x 0.6 x 0 .5 cm). The uterine serosal surface was pink-tan and without gross lesions. Concerning the injuries reported in this case the following events are reported via social media- vulvovaginal pruritus , vulvovaginal burning sensation, vaginal discharge, ovarian perforation, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Event "alopecia " added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033001) on 18-nov-2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('one coil has went through the ovary already'), pelvic pain ('pain, pain and implanted with 3 coils/severe and persistent pain abdomen (constant cramps that made me feel like I was in labor)') and suicide attempt ('attempt suicide') in a 29-year-old female patient who had essure (batch no. B09711) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "during implantation one coil failed to release" on (B)(6) -2013, device deployment issue "during implantation one coil failed to release" on (B)(6) 2013, device malfunction "during implantation one coil failed to release" on (B)(6) 2013 and device use issue "two inserts in her left fallopian tube - doctor thought the first insert did not deploy" on (B)(6) 2013. The patient's medical history included live birth on (B)(6) 2013, cholecystectomy in 2012, live birth in 2005, live birth in 2004, live birth in 2002, multi gravida and miscarriage of pregnancy. She never received treatment for migraines. Previously administered products included for an unreported indication: keflex. Concurrent conditions included allergic reaction to antibiotics and penicillin allergy. Concomitant products included pregabalin (lyrica) from 2014 to 2016 for fibromyalgia. In 2013, the patient experienced swelling ("swelling") and abdominal distension ("bloating"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital hemorrhage ("heavy bleeding and or spotting all the time/ bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent pain abdomen (constant cramps that made me feel like I was in labor) / severe and persistent pain in my abdomen"), back pain ("severe and persistent pain lower back (constant dull pain)") and migraine ("migraines"). In 2014, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd (post traumatic stress disorder)"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), autoimmune disorder ("autoimmune symptoms"), allergy to metals ("nickel allergy(that's an external reaction only)"), amnesia ("memory loss"), intentional device use issue ("implanted with 3 coils"), vaginal discharge ("fluid like discharge that is dark colored and smells bad/it's worse after sex"), vulvovaginal burning sensation ("burning") and vulvovaginal pruritus ("itch"). The patient was treated with surgery (davinci robotic-assisted hysterectomy removing uterus tubes right ovary and cervix, essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the ovarian perforation, suicide attempt, migraine, post-traumatic stress disorder, allergy to metals, amnesia and intentional device use issue outcome was unknown, the pelvic pain, abdominal pain, back pain, swelling, abdominal distension, depression, anxiety, vaginal discharge, vulvovaginal burning sensation and vulvovaginal pruritus had resolved, the genital hemorrhage had not resolved and the autoimmune disorder was resolving. The reporter provided no causality assessment for genital hemorrhage with essure. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anxiety, autoimmune disorder, back pain, depression, intentional device use issue, migraine, ovarian perforation, pelvic pain, post-traumatic stress disorder, suicide attempt, swelling, vaginal discharge, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. The reporter commented: she had pain medication for severe and persistent pain abdomen(constant cramps that made me feel like I was in labor), severe and persistent pain lower back (constant dull pain). Her current weight was 200 lbs. On (B)(6) 2014, she had medication and counseling for depression, anxiety, ptsd. Depo shot started the day I got essure as a form of backup birth control. After essure removal she did not had any other psychiatric issues. I was diagnosed with fibromyalgia by dr. Approximately one month after the essure removal surgery; it was believed to be triggered by the stress of my health before I underwent hysterectomy surgery. Patient was advised to use nsaids for pain relief, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: successful occlusion of both fallopian tubes. Diagnostic results: on gross examination the specimen was received in formalin in single container labeled with the patient¿s identification and "uterus¿ with cervix, right fallopian tube plus ovary, left fallopian tube" and consist of uterus measuring 11.0 from superior to inferior x 7.5 cm from right lateral to left lateral x 5.0 cm from anterior to posterior, right ovary (3.5 x 3.0 x 26 cm),right fallopian tube (6.5 x 0.6 x 0.5 cm), and left fallopian tube (6.5 x 0.6 x 0 .5 cm). The uterine scrosal surface was pink-tan and without gross lesions. Concerning the injuries reported in this case the following events are reported via social media- vulvovaginal pruritus , vulvovaginal burning sensation, vaginal discharge and ovarian perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media information received. New events added- vulvovaginal pruritus , vulvovaginal burning sensation, vaginal discharge , ovarian perforation. Event outcome me of pelvic pain, abdominal pain, back pain, swelling, abdominal distension was updated as resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5033001) on 18-nov-2013. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pain and implanted with 3 coils"), genital haemorrhage ("heavy bleeding and or spotting all the time/ bleeding"), autoimmune disorder ("autoimmune symptoms") and suicide attempt ("attempt suicide") in a (B)(6) female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "during implantation one coil failed to release" on (B)(6) 2013, device malfunction "during implantation one coil failed to release" on (B)(6) 2013, device use issue "two inserts in her left fallopian tube - doctor thought the first insert did not deploy" on (B)(6) 2013 and intentional device use issue "implanted with 3 coils". The patient's past medical history included multi gravida, live birth in (B)(6), live birth in (B)(6), live birth in (B)(6), live birth on (B)(6) 2013, miscarriage of pregnancy and cholecystectomy in 2012. She never received treatment for migraines. Previously administered products included for an unreported indication: keflex. Concurrent conditions included allergic reaction to antibiotics and penicillin allergy. Concomitant products included pregabalin (lyrica) in 2014 for fibromyalgia. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe and persistent pain abdomen (constant cramps that made me feel like I was in labor)") and device deployment issue ("during implantation one coil failed to release"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe and persistent pain abdomen (constant cramps that made me feel like I was in labor)") and back pain ("severe and persistent pain lower back (constant dull pain)"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), swelling ("swelling"), abdominal distension ("bloating"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), post-traumatic stress disorder ("ptsd (post traumatic stress disorder)"), allergy to metals ("nickel allergy(that's an external reaction only)") and amnesia ("memory loss"). The patient was treated with surgery (davinci robotic-assisted hysterectomy removing uterus tubes right ovary and cervix, essure removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, back pain and device deployment issue had not resolved, the autoimmune disorder was resolving, the suicide attempt, swelling, abdominal distension, migraine, post-traumatic stress disorder, allergy to metals and amnesia outcome was unknown and the depression and anxiety had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, amnesia, anxiety, autoimmune disorder, back pain, depression, migraine, pelvic pain, post-traumatic stress disorder, suicide attempt and swelling to be related to essure. The reporter provided no causality assessment for abdominal pain, device deployment issue and genital haemorrhage with essure. The reporter commented: she had pain medication for severe and persistent pain abdomen(constant cramps that made me feel like I was in labor), severe and persistent pain lower back (constant dull pain). Her current weight was (B)(6) lbs. She (B)(6) 2014, she had medication and counseling for depression, anxiety, ptsd. Depo shot started the day I got essure as a form of backup birth control. After essure removal she did not had any other psychiatric issues. I was diagnosed with fibromyalgia by dr. Approximately one month after the essure removal surgery; it was believed to be triggered by the stress of my health before I underwent hysterectomy surgery. Patient was advised to use nsaids for pain relief, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful occlusion of both fallopian tubes. On gross examination the specimen was received in formalin in single container labeled with the patient¿s identification and "uterus¿ with cervix, right fallopian tube plus ovary, left fallopian tube" and consist of uterus measuring 11.0 from superior to inferior x 7.5 cm from right lateral to left lateral x 5.0 cm from anterior to posterior, right ovary (3.5 x 3.0 x 26 cm),right fallopian tube (6.5 x 0.6 x 0.5 cm), and left fallopian tube (6.5 x 0.6 x 0 .5 cm). The uterine serosal surface was pink-tan and without gross lesions. Quality-safety evaluation of ptc: --final assessment lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. --medical assessment: the event reported is not indicative of a quality deficit per se. In this particular case, a medication error (misuse) was reported. No medical event was reported at this point in time. No complaint sample was provided for further technical investigation. No further ae case reports have been received to date in relation to batch no. B09711. The review of the lot history record showed that product met product release specifications. The technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the reported events and the outcome of the technical investigation, there is no reason to suspect a causal relationship to a quality deficit. Most recent follow-up information incorporated above includes: on 27-nov-2017: pfs received - case upgraded as incident. Reporters added and updated patient demographics weight. Historical condition, laboratory data were added. In (B)(6)2013, she had severe and persistent pain abdomen (constant cramps that made me feel like I was in labor), severe and persistent pain lower back (constant dull pain). On an unknown date, she had swelling, bleeding, swelling, bloating, depression, anxiety, migraines, ptsd (post traumatic stress disorder), nickel allergy (that's an external reaction only), memory loss. Updated events as heavy bleeding and or spotting all the time/ bleeding (previously reported as heavy bleeding and or spotting all the time/ bleeding). In (B)(6) 2014, she had removed essure device. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.